Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned. The cuff was inflated and submerged in water. The cuff visible lost pressure but no cuff leakage was detected as would be seen in the form of bubbles. The inflation line was then submerged and air was infused. Leakage was detected at the point of connection of the inflation line to the et tube. When viewed under magnification, a hole is seen in the line at the "y" where it connects to the tube. We are unable to determine a root cause for this reported event as the investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿upon intubation, when the staff attempted to inflate the cuff of et tube, the cuff 'won't hold air.' A second attempt was made to inflate the cuff but it still would not retain the air. The patient had to be reintubated with another microcuff et tube. There was no report of additional patient injury ¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).